Event description:
It was reported that the patient presented to the emergency room due to an altered mental status after a fall the preceding day. Further work-up and hospital admission, the patient developed fever and sepsis was felt to be the cause with potential vegetation on the patient's mitral bioprosthesis. Also, due to a recent device upgrade it was thought the patient had an infection. A surgery was done to explant the device and lead and to replace the mitral valve. The lead was replaced and a new device was implanted at a later date. It was noted that the patient is part of the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received on (B)(6) 2013 indicates the patient is deceased; per the received information the date of death was (B)(6) 2012; the cause of death was acute-onset of chronic respiratory failure. The death was classified by the study as a non-sudden cardiac death. The patient has a recent medical history significant for streptococcal prosthetic valve endocarditis resulting in a 'very complex hospitalization' with respiratory failure with tracheostomy placement, malnutrition, and acute kidney injury requiring hemodialysis which cannot be dissociated from the patient's device upgrade on (B)(6) 2012. Follow-up is in progress. The decision to report was determined based on information that is available at the time of this decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1056t competitor implantable pacing lead 2006 (B)(6). (B)(4).